Event description:
It was reported that the insulin pump alarmed motor error during bolus and basal. The alarm had occurred four times within the last thirty days. The customer's blood glucose was 125 mg/dl. The customer uses the sensor feature. The customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. The customer will monitor the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.